Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their controller at 00:02 on 07aug2022 after getting a power alarm while on the mobile power unit after five minutes and alternately showing ¿low battery¿ and ¿replace power¿ on the controller screen. Log files captured a low power advisory on (B)(6) 2022 at 00:02 - 00:07 while tethered on the mobile power unit followed by a driveline disconnect where the driveline was disconnected from the controller. It was noted that the alarm was likely triggered by the patient incorrectly plugging the white and black power cables into the wrong colored leads on the mobile power unit and then exchanging the controller unnecessarily.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 6 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The set speed of the pump was 5800 rpm while the low-speed limit (lsl) was set to 5600 rpm. On (B)(6) 2022 from 0:02:35 - 0:07:54 there were atypical low voltage alarms; refer to the mpu investigation regarding this finding (related manufacturer report number (B)(4)). These alarms cleared once the controller was exchanged. The driveline was disconnected for a system controller exchange on (B)(6) 2022 at 0:08:16. There were no other notable alarms in the log file. Pump operation was not affected. It was communicated in the reported event that the patient exchanged their controller due to the reported low voltage alarms after incorrectly plugging in the white and black power cables into the wrong color leads on the mpu. The root cause of the reported event was determined to be from the user mistakenly exchanging their controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.